Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on an unknown date. According to the complainant, during the procedure, the suture broke during band deployment. No damaged was noted with the device prior to use. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of suture broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.